Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The target lesion was located in the hepatic artery. A direxion microcatheter was used to help treat the target lesion. During a transarterial chemoembolization (tace) procedure, the physician tried to advance the direxion microcatheter to the target lesion through a non bsc guidewire however, it was noticed that the direxion microcatheter was stuck in the lesion. The physician removed both direxion microcatheter and the guidewire from the patient. The procedure was completed with different devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. A visual examination was performed and no damage or irregularities were noted. The outer diameter (od) of the device was measured using a calibrated snap gauge. The maximum od and the inner diameter (ID) were measured and are within specification. Functional testing was performed by loading a test guidewire through the hub and advancing through the lumen with no issues or difficulties. Inspection of the device presented no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The target lesion was located in the hepatic artery. A direxion microcatheter was used to help treat the target lesion. During a transarterial chemoembolization (tace) procedure, the physician tried to advance the direxion microcatheter to the target lesion through a non bsc guidewire however, it was noticed that the direxion microcatheter was stuck in the lesion. The physician removed both direxion microcatheter and the guidewire from the patient. The procedure was completed with different devices. No patient complications were reported and the patient's status is good.